Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. Three days post index procedure, the patient was hypotensive and a pericardial effusion and cardiac tamponade were identified. A pericardiocentesis was performed to drain the tamponade. The patient stabilized and was in recovery with a drain. The patient was later admitted to a step down, but was doing well in recovery. The patient was discharged home eight days post index procedure.